Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 8.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.